Event description:
On 10/4/06, nellcor received a report where it was claimed that the clinician experienced difficulty interfacing the inner and outer cannula. Replacement of the tube was required.

Manufacturer narrative:
Investigation of this report is currently in progress.investigation of this report is currently in progress.